Event description:
Pt self tester alleges discrepant result with meter compared to lab: date: "last week", inratio: 3.1, lab: 2.9. Date: (B)(6) 2010, inratio: 1.8, lab: 2.7 (90 minutes between results). Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.